Event description:
This case was initially received via regulatory authority (reference number: mw5079793) on 01-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("it feels as though the device has migrated and is medically harming other organs in my body") and internal injury ("it feels as though the device has migrated and is medically harming other organs in my body") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), internal injury (seriousness criterion medically significant), pelvic pain ("constant recurring pain in right side its debilitating"), nausea ("severe nausea") and vomiting ("vomiting"). At the time of the report, the device dislocation, internal injury, pelvic pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for device dislocation, internal injury, nausea, pelvic pain and vomiting with essure (ess205). The reporter commented: injuries (serious important medical events, hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("it feels as though the device has migrated and is medically harming other organs in my body") and internal injury ("it feels as though the device has migrated and is medically harming other organs in my body") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant), internal injury (seriousness criterion medically significant), pelvic pain ("constant recurring pain in right side its debilitating"), nausea ("severe nausea") and vomiting ("vomiting"). At the time of the report, the device dislocation, internal injury, pelvic pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for device dislocation, internal injury, nausea, pelvic pain and vomiting with essure (ess205). The reporter commented: injuries (serious important medical events, hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: quality safety evaluation of product technical complaints. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.